Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted. No moisture damage noted was found on the electronics, motor, vibrator motor or battery tube assembly. The insulin pump had cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window and cracked belt clip slot.

Event description:
The customer's father reported via phone call indicating that the insulin pump had a moisture damage. Customer's blood glucose was 90 mg/dl. Customer's father stated that the patient jump in pool water. The troubleshooting found button error alarm is present in history at or around the time device was exposed to moisture. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.